Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-dec-2023 by a nurse practitioner which refers to a 43-year-old female patient. Additional information was received on 28-dec-2023 from the same reporter. The medical history of the patient included herpes simplex and covid. The patient was not taking any concomitant medications. The patient had previously received treatment with unspecified filler in (B)(6) 2023 at another facility. On unknown dates, the patient received two doses of unspecified covid-19 vaccine. On (B)(6) 2023, the patient received treatment with 2 vials of sculptra (lot 1j8013 and expiry date 30-jun-2024) to medial cheek, 1 strand nl fold, lateral cheek, posterior sub malar, jawline, and pre jowl sulcus (unknown injection technique and needle type). On (B)(6) 2023, the patient received second treatment with 2 vials of sculptra (lot 2j5021 and expiry date 05-dec-2025) to medial cheek, 1 strand nl fold, lateral cheek, posterior sub malar, jawline, and pre jowl sulcus (unknown injection technique and needle type). In (B)(6) 2023, the patient reported to the hcp that she was sick (illness) with unknown covid like symptoms (suspected covid-19) and the patient did not provide further information about her symptoms. In (B)(6) 2023 (two weeks ago from the date of the report), the patient experienced intense swelling (implant site swelling) of face and eye areas. The swelling was everything below the eyes and she could feel bumps/nodular strands (implant site mass) on the face. Thereafter, the patient was referred to an urgent care center where she was prescribed with unspecified steroid and antihistamine. In (B)(6) 2023, the patient visited an allergist who stated that the event was an allergic reaction (implant site hypersensitivity) and continued her treatment with steroid and antihistamine. The patient improved with the steroid and then the swelling returned. On (B)(6) 2023, the patient visited the emergency room (ER) at a hospital and was diagnosed with orbital cellulitis (cellulitis orbital). The patient was injected with a steroid shot and given clindamycin [clindamycin]. The hospital staff asked the patient to return if the symptoms did not improve. On (B)(6) 2023, the patient returned to the hospital and was admitted. The patient could not open her eyes. On an unknown date in (B)(6) 2023, the patient underwent a CT scan, and the radiologist stated that the patient had nodular strands in the cheek, something in cheeks and nl folds, and facial stretching secondary to facial aesthetic. Later, the patient also saw an infectious disease physician who gave her a higher dose steroid and continued the treatment with clindamycin. The patient reported that her ana was also negative, and the hcp told her to see a rheumatologist. As of (B)(6) 2023, the event had not resolved, and the patient was still hospitalized. On an unknown date, the patient was discharged from the hospital, and has not been hospitalized again. The patient received IV steroids and antibiotics, and no other corrective measures were given to the patient while in the hospital. Outcome at the time of the report: sick was unknown. Covid like symptoms was not recovered/not resolved/ongoing. Swelling was not recovered/not resolved/ongoing. Bumps/nodular strands was not recovered/not resolved/ongoing. Allergic reaction was not recovered/not resolved/ongoing. Orbital cellulitis was not recovered/not resolved/ongoing. Tracking list: v.0 initial v.1 fu received on 25-jan-2024 and 26-jan-2024 from the same reporter: information regarding past filler treatment date, expiry date, hospitalization status and corrective treatment details were provided. Batch record reviews were received on 07-feb-2024.

Manufacturer narrative:
Company comment: the serious events of swelling, hypersensitivity at implant site and cellulitis orbital and the non-serious event of nodule at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause includes the treatment procedure or the patient's hypersensitivity to the product. The non-serious events of illness and suspected covid-19 were considered unexpected and unrelated to the treatment and an alternative root cause includes community acquired viral infections. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The reported lot numbers were valid and verified the reported product. To this date, 6 medical complaints including this case have been reported for lot 1j8013 and 4 medical complaints including this case have been reported for lot 2j5021. Sanofi confirms that no quality issues were identified in the overall manufacturing process of the specified batches. The batches were conforming with the cgmp and to the specification requirements. However, the reported expiry dates were inconsistent with the batch numbers, which will be investigated further. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Manufacturer narrative:
Company comment: the serious events of swelling, hypersensitivity at implant site and cellulitis orbital and the non-serious event of nodule at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause includes the treatment procedure or the patient's hypersensitivity to the product. The non-serious events of illness and suspected covid-19 were considered unexpected and unrelated to the treatment and an alternative root cause includes community acquired viral infections. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The reported lot numbers were valid and verified the reported products. The reported expiry dates of the lot numbers were updated and confirmed to be valid. To this date, 6 medical complaints including this case have been reported for lot 1j8013 and 4 medical complaints including this case have been reported for lot 2j5021. Sanofi confirms that no quality issues were identified in the overall manufacturing process of the specified batches. The batches were conforming with the cgmp and to the specification requirements. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-dec-2023 by a nurse practitioner which refers to a 43-year-old female patient. Additional information was received on 28-dec-2023 from the same reporter. The medical history of the patient included herpes simplex and covid. The patient was not taking any concomitant medications. The patient had previously received treatment with unspecified filler in (B)(6) 2023 at another facility. On unknown dates, the patient received two doses of unspecified covid-19 vaccine. On (B)(6) 2023 the patient received treatment with 2 vials of sculptra (lot 1j8013, expiry date 31-oct-2024) to medial cheek, 1 strand nl fold, lateral cheek, posterior sub malar, jawline, and pre jowl sulcus (unknown injection technique and needle type). On (B)(6) 2023 the patient received second treatment with 2 vials of sculptra (lot 2j5021, expiry date 30-nov-2025) to medial cheek, 1 strand nl fold, lateral cheek, posterior sub malar, jawline, and pre jowl sulcus (unknown injection technique and needle type). In (B)(6) 2023 the patient reported to the hcp that she was sick (illness) with unknown covid like symptoms (suspected covid-19) and the patient did not provide further information about her symptoms. In (B)(6) 2023 (two weeks ago from the date of the report), the patient experienced intense swelling (implant site swelling) of face and eye areas. The swelling was everything below the eyes and she could feel bumps/nodular strands (implant site mass) on the face. Thereafter, the patient was referred to an urgent care center where she was prescribed with unspecified steroid and antihistamine. In (B)(6) 2023 the patient visited an allergist who stated that the event was an allergic reaction (implant site hypersensitivity) and continued her treatment with steroid and antihistamine. The patient improved with the steroid and then the swelling returned. On (B)(6) 2023 the patient visited the emergency room (ER) at a hospital and was diagnosed with orbital cellulitis (cellulitis orbital). The patient was injected with a steroid shot and given clindamycin [clindamycin]. The hospital staff asked the patient to return if the symptoms did not improve. On (B)(6) 2023 the patient returned to the hospital and was admitted. The patient could not open her eyes. On an unknown date in (B)(6) 2023 the patient underwent a CT scan, and the radiologist stated that the patient had nodular strands in the cheek, something in cheeks and nl folds, and facial stretching secondary to facial aesthetic. Later, the patient also saw an infectious disease physician who gave her a higher dose steroid and continued the treatment with clindamycin. The patient reported that her ana was also negative, and the hcp told her to see a rheumatologist. As of (B)(6) 2023 the event had not resolved, and the patient was still hospitalized. On an unknown date, the patient was discharged from the hospital, and has not been hospitalized again. The patient received IV steroids and antibiotics, and no other corrective measures were given to the patient while in the hospital. Outcome at the time of the report: sick was unknown. Covid like symptoms was not recovered/not resolved/ongoing. Swelling was not recovered/not resolved/ongoing. Bumps/nodular strands was not recovered/not resolved/ongoing. Allergic reaction was not recovered/not resolved/ongoing. Orbital cellulitis was not recovered/not resolved/ongoing. Tracking list: v.0 initial v.1 fu received on 25-jan-2024 and 26-jan-2024 from the same reporter: information regarding past filler treatment date, expiry date, hospitalization status and corrective treatment details were provided. Batch record reviews were received on 07-feb-2024. V.2 fu received on 27-feb-2024 from the same reporter: information regarding expiry dates of sculptra was provided, which confirmed the lot numbers.

Manufacturer narrative:
Company comment: the serious events of swelling, hypersensitivity at implant site and cellulitis orbital and the non-serious event of nodule at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause includes the treatment procedure or the patient's hypersensitivity to the product. The non-serious events of illness and suspected covid-19 were considered unexpected and unrelated to the treatment and an alternative root cause includes community acquired viral infections. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The reported lot numbers were valid and verified the reported product. To rule out non-conforming products, batch record reviews will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-dec-2023 by a nurse practitioner which refers to a 43-year-old female patient. Additional information was received on 28-dec-2023 from the same reporter. The medical history of the patient included herpes simplex and covid. The patient was not taking any concomitant medications. The patient had previously received treatment with unspecified filler. On unknown dates, the patient received two doses of unspecified covid-19 vaccine. On (B)(6) 2023, the patient received treatment with 2 vials of sculptra (lot 1j8013) to medial cheek, 1 strand nl fold, lateral cheek, posterior sub malar, jawline, and pre jowl sulcus (unknown injection technique and needle type). On (B)(6) 2023, the patient received second treatment with 2 vials of sculptra (lot 2j5021) to medial cheek, 1 strand nl fold, lateral cheek, posterior sub malar, jawline, and pre jowl sulcus (unknown injection technique and needle type). In (B)(6) 2023, the patient reported to the hcp that she was sick (illness) with unknown covid like symptoms (suspected covid-19) and the patient did not provide further information about her symptoms. In (B)(6) 2023 (two weeks ago from the date of the report), the patient experienced intense swelling (implant site swelling) of face and eye areas. The swelling was everything below the eyes and she could feel bumps/nodular strands (implant site mass) on the face. Thereafter, the patient was referred to an urgent care center where she was prescribed with unspecified steroid and antihistamine. In (B)(6) 2023, the patient visited an allergist who stated that the event was an allergic reaction (implant site hypersensitivity) and continued her treatment with steroid and antihistamine. The patient improved with the steroid and then the swelling returned. On (B)(6) 2023, the patient visited the emergency room (ER) at a hospital and was diagnosed with orbital cellulitis (cellulitis orbital). The patient was injected with a steroid shot and given clindamycin [clindamycin]. The hospital staff asked the patient to return if the symptoms did not improve. On (B)(6) 2023, the patient returned to the hospital and was admitted. The patient could not open her eyes. On an unknown date in (B)(6) 2023, the patient underwent a CT scan, and the radiologist stated that the patient had nodular strands in the cheek, something in cheeks and nl folds, and facial stretching secondary to facial aesthetic. Later, the patient also saw an infectious disease physician who gave her a higher dose steroid and continued the treatment with clindamycin. The patient reported that her ana was also negative, and the hcp told her to see a rheumatologist. As of (B)(6) 2023, the event had not resolved, and the patient was still hospitalized. Outcome at the time of the report: sick was unknown. Covid like symptoms was unknown. Swelling was not recovered/not resolved/ongoing. Bumps/nodular strands was not recovered/not resolved/ongoing. Allergic reaction was not recovered/not resolved/ongoing. Orbital cellulitis was not recovered/not resolved/ongoing.